Manufacturer narrative:
A system service check of the mark 7 arterion injection system was completed on (B)(4) 2013 which confirmed that the injector was operating within bayer r & I specs. The arterion disposable that was in use during the alleged incident was discarded by the site. The site was unable to provide the lot number of the disposable; therefore, testing of a retained sample was not possible. The arterion injection system operation manual states that the operator is required to purge all air from the syringe and disposables before connecting or injecting to a pt. Add'l applications training was provided on (B)(4) 2013.

Event description:
A bayer r and I rep reported the following: a (B)(6) year old pt who underwent a heart catheterization for right ventricle conduit dilation suffered a minor stroke during the procedure while connected to the arterion injector. Post procedure, the pt underwent further radiology testing which included CT and MRI. The pt was then placed on aspirin therapy. The physician at the site stated that there was nothing unusual, difficult or risky about the heart catheterization that was performed on this pt. He also indicated that any of their steps during the procedure, i.e. Purging, wire use, pump use, etc., could have resulted in a missed air or thrombus formation which could have led to the stroke. A f/u with the pt by the physician confirmed that the pt's status was improved.